Manufacturer narrative:
(B)(4).

Event description:
The surgeon was trying to position an octad lead using the green and blue stylet. After several attempts, the stylet lost its original shape and was not usable. The octad lead got stuck in the needle, so the surgeon removed the lead and needle. The stylet was changed to the white and blue one. The hcp was able to steer the lead into position with difficulty. There was no pt injury associated with the event. The pt was ok. No other actions were required as a result of the event.